Event description:
On 05-feb-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set/ 1 tubing ) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's wife reported that in the evening, she installed an infusion set on patient body and when they both got up in the morning, she noticed that the infusion set's tubing came apart at the anchor, while sleeping. The location of detachment was at the quick release. The site location was on the left side, in the center of the patient's abdomen and the pump was clipped to the front part of the body on the underwear. The infusion had been in use for less than 12 hours. The infusions were stored in the box in the living room drawer. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Moreover, she was unsure of the blood glucose level at the time of the incident. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that in the evening, she installed an infusion set on patient body and when they both got up in the morning, she noticed that the infusion set's tubing came apart at the anchor, while sleeping. The location of detachment was at the quick release. The site location was on the left side, in the center of the patient's abdomen and the pump was clipped to the front part of the body on the underwear. The infusion had been in use for less than 12 hours. The infusions were stored in the box in the living room drawer. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Moreover, she was unsure of the blood glucose level at the time of the incident. No further information available.